Event description:
It was reported the incorrect slide tube support was installed on the cot causing the legs to not swing out the head end. No one was injured. There were no sharp edges.

Manufacturer narrative:
Slide tube support.